Manufacturer narrative:
The product has not been returned for analysis. Complaint history records were reviewed. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported a torn rear haptic during intraocular lens implant. This resulted in a delay in the surgery and the need to enlarge the incision, no sutures required. Additional information is requested.

Manufacturer narrative:
Additional information provided in d.9, .3, h.6, and h.10. The device was returned loose in the opened carton. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was almost fully advanced. A broken haptic was observed. The haptic was correctly located on the left side of the plunger in the groove. The haptic was broken in gusset area prior to the fill line. The tip of the haptic was extended outside the device. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. Root cause: the root cause cannot be determined for the reported event. The reported broken haptic damage was observed. The haptic was correctly located on the left side of the plunger in the groove. The distal tip had extended beyond the device. The plunger position in relation to the broken haptic during advancement cannot be determined. The haptic position may indicate the plunger was not fully advanced. If the plunger is not fully advanced the trailing haptic may not release properly from the device. The manufacturer internal reference number is: (B)(4).